Manufacturer narrative:
Due to character restrictions in block e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use the helium loss alarm keeps going off . There was patient involved but no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). Despite good faith efforts (gfes), no response has yet been received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.